Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5 on (B)(6), 2011. Procedure was completed successfully. Postoperative recovery was good and the patient was discharged. Approximately two months postoperative, patient's symptoms recurred. Reportedly, the physician decided to perform decompression at levels l3/l4/l5 and removal of the device. The procedure is scheduled for (B)(6), 2011. No further information was reported.

Manufacturer narrative:
Date of event: unknown. Explanted date: the procedure is scheduled for (B)(6), 2011.

Manufacturer narrative:
Patient had the x-stop device removed, and decompression was performed on l3/l4 and l4/l5. Explanted date: (B)(6) 2011. Device evaluated: there is no damage to the device.